Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip measuring 54.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.1-11.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported externalized conductors were found as evidence from a clear x-ray prior to a lead replacement procedure to address unrelated complaints. The lead was explanted and replaced. No further information is available.